Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed growth in superior vena cava (svc) believed to be from endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted and the patient received antibiotic treatment with future reimplant of device expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.